Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In system logs, the 22037 error was found indicating fault on the instrument sterile adapter (isa) printed circuit assembly (pca), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the isa pca was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. While the definitive root cause could not be established, a possible cause is attributed to electrical defect of the isa pca in the usm.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that they were unable to take control of instruments when they were installed on universal surgical manipulator (usm1). The user had already tried two different prograsp forceps and force bipolar instruments, reseated the sterile adapter, and changed the drape, but control of instruments in usm1 was still not possible. Tse then had the user power cycle the system, which did not restore control of instruments on usm1. The user disabled usm1 and continued with the procedure using the remaining usms without further issues. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.